Event description:
It was reported that, "(B)(4) trying to load the navigator inserter the handle froze and then tried to load another insert on static handle and then that handle broke "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; device inspection. Results: the static navigator inserter was confirmed to have a broken weld upon visual inspection. This event occurred intra-op, however there was no reported surgical delay and no adverse consequences to the patient. A manufacturing record review was performed and no manufacturing anomalies were reported. Previous complaints for this instrument, had been made. All 3 of the instruments in that lot have had a complaint reported against them, therefore a non-conformance was opened to address the issue of an insufficient weld which joins the main shaft of the instrument with the handle, and is the main cause of this event. The investigation determined that the weld filler material was not what was specified on the engineering drawing and a class ii recall was initiated (recall no. Z-1086-2014). Conclusion: the instrument failure is the result of an insufficient weld which joins the main shaft of the instrument to the handle. A class ii recall was initiated (recall no. Z-1086-2014).

Event description:
It was reported that, "whie trying to load the navigator inserter the handle froze and then tried to load another insert on static handle and then that handle broke. "